Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was found to not function properly was confirmed. An assessment was performed on the device which found an attachment coupling malfunction, the device failed the reverse locking mechanism test, did not run true/smoothly, and emitted excessive noise. It was also noted that the coupling shaft was worn out. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the compact air drive device was damaged. During in-house engineering evaluation, it was found that the device had an attachment coupling malfunction, failed the reverse locking mechanism test, did not run true/smoothly, and emitted excessive noise. It was also noted that the coupling shaft was worn out. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.